Event description:
In 2010 I had the essure procedure done. Since then I have been to many different doctors and specialists trying to determine the cause of my pain. They do not see anything wrong with me. They have never considered the fact that the essure device could be the cause of my many problems. My most painful problem is the daily cramping that I feel. It is not based on my menstruation cycle because it occurs every single day all day. I was told that I have spasms of my pelvic floor muscles. I did physical therapy but it was a temporary calming of the muscles and then it would start up again. Along with that I have extremely painful periods and I spot brown black blood at odd times of the month. My stomach is swollen even though (B)(6). I have also been told by the doctor that my uterus is enlarged and it is painful when felt during an examination. At one point I had to go to the emergency room for excessive vaginal bleeding and was doubled over with cramps and was told that I had hemorrhagic bleeding and the reason was unknown. I have been to many doctors and specialists and they really don't know what to do with me. I have spent thousands of dollars on the appointments, tests, physical therapy. I have missed many days of work due to the pain and the doctor appointments and tests. I have several ultrasounds done as well as a biopsy. The doctors have said that they do not see anything that could be causing my pain.